Manufacturer narrative:
Two weeks post implant a significant drop in impedance measurements was reported. All other lead measurements were within normal limits. This lead remains in service and boston scientific crm can not confirm the clinical observation. No additional information is available at this time. If additional information becomes available, this event will be updated. This lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific crm received information that this left ventricular (lv) lead in lv tip to lv ring pacing configuration had impedance measurements of greater than 2000 ohms through the device during the implant procedure. When paced through the pacing system analyzer (psa) impedance measurements in the same configuration were 1300 ohms. When paced lv tip to right ventricular (rv) lead ring, impedance measurements were within normal limits. The lead to device connection was confirmed to be secure. Impedance measurements were checked in recovery through the device, lv tip to lv ring showed impedance measurements of 1784 ohms. Other measurements are within normal limits and the system was reported to be operating normally. This lv lead remains implanted and to date, no adverse patient effects were reported. Additional information was received over two years later. This lv lead had exhibited 1300 ohms at implant and after implant the impedance measurements decreased to within normal limits and at the last device check impedance measurements were 500 ohms. Recently the impedance measurements increased to 1368 ohms. Threshold measurements were within normal limits. No noise was reported. Discussed with boston scientific technical services (ts) consultant that the measurements was within normal limits for this model lead. The field representative will discuss with physician.